Event description:
It was reported to philips that the system's footswitch was unable to trigger cine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using wireless footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch was unable to trigger the cine. To resolve this issue, fse replaced wireless footswitch. The defective footswitch was returned to philips for analysis and identified failure. The failure has been attributed to a loose bracket, a missing charging port cover, and some surface paint damage; also, both black rubber buttons are unresponsive when pressed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.